Manufacturer narrative:
Additional narrative: product evaluation: this instrument is part of the matrix spine systems. The applicable technique guides and related literature were reviewed. It is indicated for final tightening and loosening of locking caps. The matrix spine system includes several alternative matrix t25 drivers besides the device reported. A warning note is included to use a calibrated 10nm torque limiting handle for tightening or loosening locking caps. One straight tip star-driver shaft was returned with the complaint that: ¿the straight tip t25 driver-long screwdriver tip broke intraoperatively when torquing the locking caps. All fragments were removed and surgery was successfully completed.¿ upon receipt of this device, it was seen that 6mm of material is no longer attached to the distal tip of the driver, and broke away from the shaft in a manner indicative of being over torqued, two fragments were returned with the driver shaft. This complaint is confirmed. A review of the applicable drawing: this drawing calls out the appropriate dimensions, material and finishing processes for a successful driver design. The device was found to be adequate for its intended use. It is unknown whether or not a torque limiting handle was used during the procedure in which this incident occurred. Per the technique guide a 10nm calibrated torque limiting handle is required for final tightening, and that if it is not used breakage of the driver may occur. In conclusion, the reported complaint condition was confirmed; however, the design of reported device was found to be adequate for its intended use and did not contribute to this complaint. The likely root cause is that the torque limiting handle was not being used with the driver when this complaint condition occurred. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient mrn: (B)(6). Device is an instrument and is not implanted/explanted. No anomalies were detected during device history record review. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the straight tip t25 long screwdriver tip broke intraoperatively while torquing the locking caps. All fragments were removed and surgery was successfully completed. This is report 1 of 1 for complaint (B)(4).